Event description:
It was reported that the staff have complained that the substitution with wing is not as good as the previous catheter. The needle is dull in comparison and patients are complaining of pain on insertion.

Manufacturer narrative:
Other text: additional information in d10, h3, h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection was performed. The visual analysis of the returned samples didn't show any anomaly. The needle was sharp, and the bevel measurements were in compliance with the internal specification. The reported issue could not be confirmed. Therefore, the root cause of the reported issue could not be determined. No further action will be implemented at this time. No problems or issues were identified during this device history record review. D5 is unknown.